Manufacturer narrative:
The device was received with unresponsive keypad due pillowing keypad overlay and corroded keypad trace. Failure is due to moisture damage. Unable to perform the self test, and displacement test due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had button stuck alarm and keypad was unresponsive. Customer blood glucose value was 4.9mmol/l at the time of the incident. Customer states that numbers are not ramping on their own and the scroll bar was moving with no input. Customer stated pressing menu button did not take them to the menu screen. Customer states using the up arrow did not allow them to navigate screens. Customer states the insulin pump was exposed to moisture. Customer states block mode was active. Customer states insulin pump was not responding as expected and alarm was not in progress at the time the button was unresponsive. The device will be returned for analysis.